Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple minimum fill notifications occurred after filling a cartridge with 300 units of insulin. The customer¿s blood glucose level was in the 200's (mg/dl). Reportedly, the customer successfully loaded a new cartridge onto the pump.